Event description:
It was reported that the system 9900 intermittently would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the rtos cpu circuit board was defective. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.